Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not infuse the medication after starting. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: on review the reported event has previously been submitted on 3012307300-2022-15738. Please disregard all reports associated with 3012307300-2022-20412.